Manufacturer narrative:
H6: added investigation conclusion code d12, code d15 remains unchanged. H6: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met specifications and procedures. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. A 12fr sheath was inserted from the right side and an 18fr sheath was inserted from the left side. After all the stent grafts were implanted, dissections were observed at the bilateral external iliac arteries which were the access site of the sheaths. For repair, bare stents were implanted at the dissection sites on both sides. The patient tolerated the procedure. The insertion of the sheaths was reported to be relatively smooth on both sides. Also, it was reported that the diameter of the patient's right external iliac artery was approximately 5-7 mm and the left external iliac artery was approximately 6-7 mm. The physician reportedly stated that there were stenosis areas due to calcification on both external iliac arteries, and he thinks this was most likely the cause of the dissection.